Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from may 07, 2020 - may 08, 2020. H10: the device was received containing 85 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) underinfused during patient infusion. It was further reported that only 14ml of medication was injected after two (2) days of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.